Manufacturer narrative:
Correction: additional hardware investigation determined that this event is not tracked under a hardware tracking database as this event is related to a software issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found software unexpected exit or error state. During initial power up the computer started power cycling on its own. There was a disk space error. The anomaly is being track in hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. It was reported that the software of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the software update to stealthstation cranial version 3.0.2 was not possible. The hard disc drive did not have enough space. The computer was replaced and version 3.0.2 was installed. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during software update from synergy cranial version: 2.2.7 to stealthstation cranial version: 3.0.2 following error message displayed: "insufficient disk space available for this install / discontinuing install to error. There was no patient present when this issue was identified.